Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The returned device was tested: this showed no restrictions or lock that would prevent operator from programming the device. The device was returned in lock level 0 which allows access to all levels of programming. The event history log was downloaded and examined. The event history log showed the device had been in lock level 0 throughout the recorded history (events from (B)(6) 2019). The reported issue could not be confirmed. .

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump became locked. It was reported that the patient went to the hospital and was restarted on epoprostenol via the hospital pump. Per the reporter, the pump is "shipped to the patient unlocked, lock level 0, unsure how pumps became locked." It was reported that subsequently the patient was sent a new pump to resolve the issue. Aside from patient hospitalization to receive infusion, no adverse patient effects were reported.